Event description:
Purchased a back shaped heating pad with reusable hot and cold gel pack at the (B)(6) approximately (B)(6) 2016. I removed the gel pack as stated and plugged in the pad. I noticed a little chemical smell when I opened the package, but when it warmed up the fumes were so bad that it burned my throat and gave me a headache. The smell was horrible. I removed the product and set it on my porch hoping the fumes would dissipate in a day or so. I tried to use it again and once it heated up the fumes were nauseating again. I then set the pad in the sun for a few hours but once again the fumes were so strong I had to unplug it. I had to wash anything that touched the pad. My hands smelled even when I packaged the product back in the box. I contacted the manufacturer sun beam and they asked me to send the product to them. Whatever this product is treated with has to be toxic and absorbs into any clothing it touches. My house had to be aired out everytime. I thought it was temporary, but it's not. This could be dangerous if used on someone who is really young or the elderly who may not unplug and remove the product. Injury information: incident, no injury. Product type: comfort and relaxation. The product was damaged before the incident. No. The product was modified before the incident. No. Document number: (B)(4). Report number: (B)(4).